Event description:
Incident occurred involving an ultraperc single dilator technique kit with tracheostomy tube. It is reported that a pt ideally would have had size .09 tube. Due to problems with the introducer, a size .07 tube was inserted. This caused difficulty in ventilating the pt and an inability to pass introducer fully over the guidewire.